Event description:
During a bullectomy procedure, the component disengaged into the cavity. The surgeon retrieved the component. No patient injury was reported.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.